Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Logs did not did not observe any disconnection/ error messages from rabbitmq service / networking issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was having troubles consistently tracking the frames while in surgery. The site reported that the frame was tracking intermittently when trying to take a spin. They swapped spheres and frames with no resolution. They were able to see the imaging system trackers without issue. They were eventually able to track the frame long enough to get the automatic registration. They reported that there was nothing covering the frame when they were having issues. There was no reported impact to patient outcome and no reported delay. Some residue was found on the outside of the camera lens, which was cleaned off and the issue was not detected since. The site frequently utilizes multiple navigation systems in the same procedure often with the cameras pointed at the same tracking volume simultaneously. The site has been instructed to only have one camera facing the tracking volume at a time.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 9735670 (serial: (B)(6); product type: references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.